Event description:
It was reported that the patient was playing soccer when he received shocks. The patient was asymptomatic prior to the shocks. Upon interrogation, the device was in bvvi mode with no defib available. No external therapy was applied. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.